Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was unresponsive. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.